Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water would not circulate from the fluid delivery line to the pad. Although the fdl was cool, the single pad was not. As a result, the device was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water would not circulate from the fluid delivery line to the pad. Although the fdl was cool, the single pad was not. As a result, the pad was replaced with a new one.

Manufacturer narrative:
Received one used pediatric arctic gel pad with original unit labeling. During the visual evaluation, the pad was reviewed and found to have the trim pattern incorrectly performed that caused there to be no peripheral sealing in the internal section of the pad which was a manufacturing defect. The plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam was found free of damages, tears or perforations, and the seal between the manifold connector and the pad was found completely sealed. The connector was verified to be correctly assembled, and the pad's sealing pattern was without any damage. No manufacturing issues related were noted during the visual evaluation of the pad returned. Per the functional evaluation, the pad was submitted to the flow rate test with the arctic sun machine model 2000: the flow rate never was stabilized due the trim pattern incorrect. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads: 1, minimum flow rate l/m .9; number pads: 2, minimum flow rate l/m 1.7; number pads: 3, minimum flow rate l/m 2.4. (B)(4).

Event description:
It was reported that water would not circulate from the fluid delivery line to the pad. Although the fdl was cool, the single pad was not. As a result, the device was replaced.